Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report. The following devices were also listed in this report: catalog 5510f401,triathlon cr fem comp #4 l-cem, lot e9y2d, catalog 6195-1-001,simplex hv with gentamicin us 1 pack, 905ba906ez, quantity 2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "patient's left knee was revised due to infection. All implants were explanted and revised to triathlon ts. All information available to us from the facility is included in this report." Rep provided the primary usage sheet.